Event description:
Boston scientific received information that this system was explanted due to a localized infection around the patient's armpit. No additional adverse patient effects were reported. No details provided on a replacement system and no return of product is expected.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.